Event description:
It was reported that at implant, there were stylet insertion problems. When the lv lead was positioned, the 0.014 guidewire "got stuck". A 0.016 guide wire was used, but then there were lead positioning problems. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; distal conductor blood/body fluid (not obstructed).